Event description:
Voluntary medwatch received states that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the left ventricular lead exhibited muscle stimulation. No intervention was performed. There were no patient consequences.